Event description:
The customer states that almost identical results were generated on the architect c8000 analyzer for two different samples. The samples involved were placed in positions 2 and 3 in the sample rack. Retests of both samples verified that the initial results for the sample in position 2 were actually taken from the sample in position 3. There is no impact to patient management reported. A service call was initiated. An investigation is pending.

Manufacturer narrative:
This is an initial report. A final report will be issued at the completion of an investigation. An abbott field service representative (fsr) visited the customer site. The fsr noticed dried buffer salts on the left side of the analyzer's card cage. It appeared as if the stat prove wash station had been leaking for some time. The fsr made backup copies of critical instrument data onto compact discs and proceeded to replace the robotic sample handler (rsh) indexer board, controller and motor driver boards and downloaded the required saved files. The fsr then reloaded software, installed the base configuration and installed software version 3.11 and 3.12. Quality control samples were all in range. Subsequent instrument operations and test results were acceptable. An investigation is in progress for the customer's claim of incorrect sampling of patient samples.